Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited low impedance in (B)(6)2019. Recent interrogation revealed that the right atrial lead exhibited elevated, in range impedance. In addition, the right atrial lead exhibited loss of capture. However, the right atrial lead was sensing properly. Programming changes were made. The patient presented for revision procedure. The right atrial lead was capped and replaced on (B)(6) 2019. There were no patient symptoms reported.